Event description:
It was reported that the patient fell resulting in a periprosthetic fracture. All implanted components were removed, and a reverse prosthesis was placed. No images were provided. The explanted implants were not available for evaluation per hospital policy requiring disposal of explanted items.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.